Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited b30 scope communication due to contamination on the electric contact part of the connector. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by a defect in the electric contact part. Olympus presumes that electrical contact with system failed because contamination on the electric contact part was found and that fluid/humidity invaded from the control unit and caused malfunction in the electrical component. The event can be prevented by following the instructions for use which state: "IFU ltf-190-10-3d operation manual chapter 3 preparation and inspection:3.6 inspection of the endoscopic system: inspection of the endoscopic image.". Olympus will continue to monitor field performance for this device.